Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed the device had a damaged cable/cord/wiring and noted liquid damage (motor and controller faulty), damaged coupling, ball bearings dirty, set screw loose/temp 119 degrees fahrenheit each for 9 units and the hose was worn. The device also failed pre-checks for loctite and cable assessments, motor thermistor assessment, handpiece temperature, hand control, noise and safety. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and re-processing which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4) initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had damaged component - cable/cord/wiring. It was also noted that the device failed pre-test for loctite and cable assessments, motor thermistor assessment, handpiece temperature, hand control, noise and safety. It was noted in the service order that the device was "spoilt". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.